Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a low leak co2 rebreathing risk failure that occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a low leak co2 rebreathing risk failure that occurred. This investigation is ongoing.

Manufacturer narrative:
It was reported that there was a low leak co2 rebreathing risk failure that occurred. A philips authorized service provider (asp) went onsite and replaced the flow sensor assembly to resolve the reported issue. The philips asp replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.